Event description:
New pump ((B)(4)) looked like it was working but would just shut off and the screen was blank and start beeping with no error message showing on screen-had to take battery out of re-start pump happened twice and pt was switched back to other pump pt experienced no issues/injury pump will be returned and replacement pump sent to pt. Reported to (B)(6) by: patient caregiver. Dates of use: (B)(6) 2015 to current.